Event description:
It was reported that the physician could not remove the guidewire. The distal tip of the guidewire was broken and left in the distal area of the lateral vein.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Manufacturer narrative:
Analysis was normal.